Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 ipg implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the impedance had increased. The right ventricular lead was found to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.